Event description:
The account generated discrepant hemoglobin results of 9.8 and 7.8 g/dl using the same patient specimen processed on the cell-dyn 1800 analyzer. The correct hemoglobin result is unknown. The same sample was sent to a reference laboratory for testing but no reference lab results were provided. No impact to patient management was reported.

Manufacturer narrative:
The customer submitted data was reviewed for evaluation. The control and precision data showed the instrument was optimized at the time of the incident. Additionally, data for patient ID (B)(6) showed the initial run result was about 25% lower than the repeat run for wbc, rbc, hgb, and plt parameters. Mcv is not affected by dilution issues; therefore, in this case, the mcv results remained close to initial and repeat run (93.9 fl versus 93.4 fl). The 25% difference in hgb results was, most likely, caused by a pre-analytic factor, like mixing or long standing of the sample before the initial run. The wbc aperture plate was mentioned as a likely cause. The wbc aperture plate was a part of troubleshooting or preventive maintenance of the instrument. Part historical data review did not find any issue with the wbc aperture plate. The issue was deemed as pre-analytic issue and not due to the instrument or its parts. The cell-dyn 1800 system operator's manual provides troubleshooting guides and information to assist in problem identification, isolation, and corrective action. Based on the investigation which included review of historical data and product labeling it was concluded that the incident was isolated involving a sample with a pre-analytic issue. A product deficiency was not determined for the cell-dyn 1800 system.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.